Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the implant had not worked for quite some time. They reported a return of bladder incontinence about a year after they got it implanted. They still had the feeling of needing to urinate, but when they went to the bathroom they couldn't do anything. They symptom did go away, but they still have incontinence. They called their hcp but never heard back. Additional information was received. It was reported that they were really sore around the implant and want the system removed. The patient's hcp said they could take care of removing the implant. No further device issue alleged / identified. No further patient symptoms or complications were reported.